Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell about a week prior to the report, and they fell again on the day of the report due to back pain. The patient was admitted to the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that no diagnostics were done. Hospitalization was due to underlying disease state. It was unknown if any actions were taken. The patient's wife told the rep that he had been admitted to the hospital for pain management. However when the rep f/u with the patient, he stated he was treated and released from the ER and was never admitted. Patient was at baseline.